Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter that was included in a polaris ultra stent kit was used during an open uterine fibroid procedure performed in the ureter on an unknown date. According to the complainant, during the procedure, the axxcess catheter was used for marking of the ureter and after the procedure of the uterine fibroid, the ureteral catheter was removed. The patient was kept overnight for observation and post procedure, it was reported that the patient experienced a decrease in urination and edema was observed in the ureteral orifice. The patient was diagnosed with postrenal failure and a percutaneous nephrostomy procedure was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter that was included in a polaris ultra stent kit was used during an open uterine fibroid procedure performed in the ureter on an unknown date. According to the complainant, during the procedure, the axxcess catheter was used for marking of the ureter and after the procedure of the uterine fibroid, the ureteral catheter was removed. The patient was kept overnight for observation and post procedure, it was reported that the patient experienced a decrease in urination and edema was observed in the ureteral orifice. The patient was diagnosed with postrenal failure and a percutaneous nephrostomy procedure was performed.